Event description:
A malfunction alarm was reported, indicated by error code malf 9, causing the customer's blood glucose level to exceed normal thresholds, with the specific value shown as "high." The customer managed the situation with a correction bolus via the pump and continued to receive standard assistance from a third party without being incapacitated. Technical support provided instructions and assistance for resetting the pump, though the customer was advised to call back once a charger was obtained to complete the reset process.